Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic with thoracic pain, interrogation of the device revealed no capture and low sensing on the right ventricular lead. An echocardiography (ECG) was performed to confirm lead dislodgement. The lead was explanted and replaced with good electrical measurements. The patient is in stable condition.